Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when they were riding in a golf cart their heart rate was about one hundred and forty. They also reported feeling a "chokey feeling". They reported that this also happened when they traveled in a hybrid / electric car. The patient reported that "it feels like the pacemaker is trying to fight what I'm doing". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.